Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box history verified the cs 052-0001 and cs 54-0001 alarms. The rewind, load and prime steps were performed on the pump and cs 052-0001 alarm was emitted. The pump was exercise pump for 24 hours on a 1 unit per hour basal program with a 052-0001 alarm emitted. Further investigation was not able to be completed. Use error contributed to the reported event as the patient did not respond to the alarms appropriately.

Event description:
The patient called animas on (B)(6) reporting multiple cs 052 and 054 alarms. He states he had one a few months ago and within the past week they have been occurring more often and he had about 6 or so the day he called animas. He says he has some elevated blood glucose levels around 180-190 mg/dl recurring with cs alarms if he gets the alarms in the middle of the night and his target is 85-100 mg/dl. He says he has some increased thirst and urination but denies other symptoms. He still programs bolus doses with the pump and denies issues with delivery saying it "works like a charm" when the cs alarms are not occurring. The animas representative walked through resetting the pump with the patient. This complaint is being reported because the patient alleged the pump was emitting cs alarms and he experienced symptoms that may be indicative of dehydration and hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. Evaluation is not yet complete. When evaluation is complete results will be provided in a supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.